Event description:
In 2008, the sales rep reported that the pt had a screw at s1 that was broken. In 2007, the pt had the initial surgery and was implanted. No further info was available. The malfunction has resulted in a surgical intervention in the past.

Manufacturer narrative:
Product is still implanted. Device manufacture date is unk. Pending investigation.